Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed, and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the renal artery using ruby coil lps and a non-penumbra microcatheter. During the procedure, a ruby coil lp would not advance at all. Subsequently, the physician pulled the pusher assembly of the ruby coil lp out of introducer sheath, and exposed the ruby coil lp. A needle was then used to re-constrain the ruby coil lp, and its pusher assembly. It was observed that the friction lock of the ruby coil lp was broken, which kept the ruby coil lp from advancing. Therefore, the physician removed the broken friction lock and back loaded the ruby coil lp. The procedure was completed using the same ruby coil lp. There was no report of an adverse effect to the patient.